Event description:
It was reported that during a thyroid procedure, the pre-run test with the device resulted in a metallic noise. The handpiece wasn't used for the procedure.. No patient consequences. Biomed confirmed the issue by testing the handpiece with the test tip. Metallic noise occurs on max position.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact the hand piece was received with the mount loose. The handpiece was connected to a generator, evaluated with a test instrument and no metallic noise was heard while activating the handpiece at the max level of 5. The instrument was disassembled to inspect internal components and a torn acoustic isolator and evidence of moisture ingress were found, however these are not related to noise issues. It is probable that the metallic noise was heard as a result of having a loose mount.